Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was unable to interrogate an implanted device. It will attempt to be resolved by running the 2090 service disk. Disposition of the programmer is not known at this time. No patient complications have been reported as a result of this event.